Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility a piece of the device was identified as missing. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility a piece of the device was identified as missing. No patient involvement or procedural delays were reported with this event.